Event description:
During an ercp using the jagtome 44 rx device the sphincterotome wire used during the sphincterotomy broke off from one end of the device and was removed via the ercp scope. No patient harm. It has been reported by staff that this has occurred during previous procedures. Previous medwatch filed 05/02/2017 with company and FDA.